Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that her ubk click tampon came apart upon removal and tampon pieces remained inside of her. The event occurred with one tampon.